Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported problem. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an error c-34 on the integrated electrosurgical unit erbe. The customer changed the instrument, energy cords and power cycled the erbe but the issue remained. The technical service engineer advised the customer to adjust the monopolar energy setting to classic but the customer opted to continue the case with a synchro seal instrument. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and found the issue was confirmed using system logs. Log review revealed recurring error c-34. The erbe was tested using the system, error c-34 from start and a review of the internal erbe log showed error c-00 and m-31. The complaint regarding error c34 was confirmed by failure analysis.